Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump was received with a cracked case at display window corners.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 192 mg/dl. Troubleshooting was done. Customer refused to continue to troubleshoot and wanted insulin pump replacement. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.